Event description:
The report states, "the patient required re-intubation x3 due to blown cuffs. The patient developed retropharyngeal hemorrhage due to the number of intubations". Additional information regarding if a device was used to assess cuff pressure states, "no device, but the cuff is normally checked prior to insertion". The patient did not sustain any desaturation. Per the customer, it is not known how the bleeding was stopped, however the patient did undergo a bronchoscopy after the event. The patient was discharged from the hospital to a skilled nursing facility.

Manufacturer narrative:
Qn# (B)(4). Medwatch report #mw5116728. A device history record (DHR) review could not be performed as the lot number provided does not match to the product code reported on the complaint.